Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not synced with the server. A technical support specialist (tss) dialed into the server and reviewed sync information. Dialed into the station, stopped services, and backed up the database as per knowledge article, how to create a station database backup. Rebooted the station and performed a full sync following knowledge article, proper datasync procedure & how to place new db in es station, without database drop. Sync completed successfully and customer confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es patients were not showing in the anesthesia cart; the cart was not updating patient adts, and the patient census was not up to date, requiring crnas to manually admit patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.